Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"having some pain and a possible capsular contracture and asking if implant is part of recall."

Event description:
Patient reported left side "having some pain and a possible capsular contracture and asking if implant is part of recall." Manufacturer of device is unknown. Device remains implanted.